Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a octaray nav catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that the patient had a pericardial effusion. This occurred after transeptal access and mapping the left atrium with an octaray catheter. The patient's blood pressure dropped, and intracardiac echocardiography (ice) (soundstar catheter) imaging was used to see the effusion. A pericardiocentesis was performed and then auto-transfused back to the patient via venous access site. No ablation catheter had been opened, therefore, no ablation had been performed. The tube was left in place. Procedure was abandoned. The adverse event was discovered during use of bwi products. Physician¿s opinion on the cause of this adverse event was that the md was not sure if the pre-existing effusion plus heparin caused the issue, or something else. Patient is hemodynamically stable. Transseptal puncture was performed with a baylis needle. Prior to noticing the cardiac tamponade ablation had not been performed. The event occurred during the mapping phase of the procedure. No error messages observed on biosense webster equipment during the procedure.